Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8 590-1, lot# n217545, implanted: 2010 (B)(6); product type accesso... (B)(4).

Event description:
Information was received from a physician in regards to a patient who was being treated with lioresal intrathecal (500 mcg/ml; 253 mcg/day; lot # ds0092an10). The patient's indication for pump use was intractable spasticity and spinal cord injury/spinal cord disease. Approximately, a month prior to the date of this report ((B)(6) 2015), the patient experienced a possible sudden onset of increased lower leg spasticity. A volume discrepancy was discovered where the actual reservoir volume (approximately 30 ml) was greater than the estimated reservoir volume (approximately 4.8 ml). No discrepancies had been noted in the past and this had not been the first refill after an implant/revision. The pump logs had been reviewed, and nothing abnormal was found. It was suggested to try and aspirated from the catheter access port to check for patency since it did not appear that the pump was an issue. Later, on (B)(6) 2015, information was received from the physician's office who indicated that the patient had no known drug allergies. The refill discrepancy had been 30 ml and a catheter access study and radiography imaging had been performed as a result. The pump was then refilled and the patient was referred to neurosurgery for a pump and catheter revision. It was determined that the cause of the vo lume discrepancy was a catheter occlusion.